Event description:
It was reported to medtronic minimed that the customer experienced a critical pump error, then the pump stopped working and the pump screen started flashing medtronic logo. And also reported crack on the pump, pump was exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was performed for critical pump error and explained the pump performs safety checks and open book image error was found. Troubleshooting was performed for cosmetic damage and found the crack was on battery tube side. The crack on the pump was affecting the pump functionality. The crack on pump was not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1780kl was requested and customer was declined to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was received with critical pump error (open book image) alarm. Unable to download pump traces and history file using thus software. Unable to perform the displacement test, sleep current measurement test, active current measurement test and self test due to critical pump error. Pump was cut open to perform visual inspection and found moisture damage on the pcba1, j7 power connector, and force sensor during visual inspection. The following were noted during visual inspection: minor scratches on lcd window, scratched case, cracked keypad overlay, missing display window cover, cracked case (corner of belt clip rails) and cracked battery tube threads. In summary, customer alleged critical pump error confirmed. Exposed to moisture on electronic assembly noted during visual inspection. Blank display not confirmed. Flashing mdt logo not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.